Event description:
An ophthalmic surgeon reported that leakage was from the cassette during a procedure. The procedure was continued and completed with no impact to the patient. The tubing connections were checked and there was no problem found.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).